Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was unable to adequately charge the implantable pulse generator (ipg) or connect it the remote control (rc). It was also noted that patients chronic pain had increased despite of optimizing the program. The patient underwent an implantable pulse generator (ipg) replacement procedure.